Manufacturer narrative:
The communication loss was reported to happen after router upgrades were performed by the customer's it department. However, that system should not have been linked to the nihon kohden network. In addition, a redundancy was put in place a couple of weeks prior to the event, which should have mitigated this sort of issue. The case has been escalated to the nihon kohden client it services department for further troubleshooting. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: telemetry devices. No model information was provided.

Event description:
The biomedical engineer (bme) reported that all central nurse's station (cns) devices went into communication loss.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) reported communication loss on all cns in the central monitoring ward. Their ward only monitors gz telemetry devices. It was doing router upgrades but the system should not have been linked to nk. Furthermore, customer stated that a redundancy was put in a couple weeks ago to prevent this sort of situation. Service requested troubleshooting/assistance. Service performed nka ts was unable to resolve the issue through troubleshooting. The cns were properly plugged into the nk wall jacks, and from there the it resource stated they should go to the it closet down the hall. The nk cabling was plugged into a cisco switch and they do have link lights. On (B)(6) 2019, customer reported the massive communication loss had not resurfaced. They do, however, deal with comm loss on a daily basis in one way or another. This was an ongoing issue and nk is currently working with the facility to come up with a long term solution. Investigation result the issue does not appear to be related to deficiency of cns sn: (B)(6). As issue is reported to be occurring among all cns devices. Review of tickets opened at the facility found additional tickets opened relating to comm loss: (1) (B)(4), (2) (B)(4) - this issue was caused by a upenn wireless engineer making changes to their wireless network. This is not related to the current issue. (3) (B)(4) - this ticket was created to document second cns referenced in (B)(4) troubleshooting of communication loss is ongoing in (B)(4). Investigation notes will be documented in (B)(4).

Event description:
The biomedical engineer (bme) reported that all central nurse's station (cns) devices went into communication loss.